Event description:
It was reported that a patient underwent permanent resection arthroplasty due to unknown reasons fourteen months post index surgery. Attempts to obtain additional information have been made; however, no more information is available.

Manufacturer narrative:
(B)(4). D4: attempts have been made to gather all product identification information, and no further information has been provided. G2: turkey. G2: literature - lima, n.j.z., and karatosun, v. (2025). Extensive femoral bone loss following two-stage periprosthetic joint infection treatment: persistent challenges in proximal femoral replacement. Arthroplasty today, 36(101906), 1-10. Https://doi.org/10.1016/j.artd.2025.101906 h3- customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Proposed annex g code: mechanical (g04) - stem.